Manufacturer narrative:
Continuation of d10: product ID {unspecified evolut fx valve}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date: (B)(6) 2026, explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed due to the patient's existing pressure gradient. Upon insertion of the delivery catheter system (dcs) into the patient, it was noted that the dcs was pushed into a space that required additional viewing. Unspecified damage occurred, and subsequently an 18 french sheath was utilized to bypass the affected area. The valve was ultimately implanted successfully. Per the physician, the nature of the patient's subcutaneous tissue contributed to the event.